Event description:
It was reported that a user saw ¿dosing stops soon¿ with no glucose readings after first scanning a new sensor, then received pairing failed and sensor error alerts during warmup; after guidance to rescan, the system began displaying glucose automatically and the user continued in range by the end of the call. Symptoms included a low glucose value of 72 mg/dl that the user treated. Outcomes included temporary interruption of automated dosing and need for user intervention, with recovery of sensor data and glycemic control during the call. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that initial sensor warmup and pairing issues led to transient data loss, which resolved after rescanning with no hardware replacement performed. It was concluded that the event was attributable to sensor pairing and warmup behavior with successful restoration of function following standard troubleshooting.